Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 79 24gx0.56in insyte autoguard units from lot number 3320950. A sampling of eight units were tested for the catheter shredding or splitting. Of the eight units, six catheter tips displayed roughness. As the catheter tip was noted to be rough, the damage likely occurred during the tipping process during manufacturing. The type of defect may be due to incorrect temperature, incorrect tipping force, or incorrect equipment setting during lube step or if the die needs cleaning. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard catheter shredded/split at the end. The following information was provided by the initial reporter: customer reports item 381411 lot 3320950 is not working correctly. "They said they went through about 30 and they aren't working correctly." Customer is working to determine additional information on specific failure. Customer response: what is the failure being seen with this product? Attempts have been made by several skills team member, all with a nicu training including both registered rns and neonatal nurse practitioners. The team used approximately 20 IV caths for starts on multiple neonates. The nnp reported that the cath was ¿shredding/splitting¿ at the end and the yellow hub was ¿spinning¿ around the needle. The original report noted 30 IV caths not functioning properly, and this information notes 20, is the correct number of occurrences 20? It was roughly 20 attempts between multiple babies are impacted samples available for review? If not, are unused representative samples available to be sent for review? (Our complaints team will provide a return shipping label for sample return, please provide the address the samples will be sent from so our team can generate a label) we provided all our extras to supply chain. What address will samples be sent from? Our complaints team will utilize this address when generating a return shipping label to collect samples for investigation. Should we utilize the address in your signature of(B)(6) ? All caths were given back to supply chain the morning of (B)(6) 2024. The unit does not have any extras. Were there any adverse events to the patient or clinician due to the issue? Umbilical line placed due to inability to obtain peripheral access on one neonate. Is the date of event known for this adverse event? (B)(6) 2024. Other neonate had 10+ attempts. This baby needs a possible PICC line inserted but cannot attempt for 48 hours to allow for vessels to heal. Is the date of event known for this adverse event? We did not end up placing a PICC line, but the attempts were all made on (B)(6) 2024-(B)(6) 2024. Is the date(s) of event known? (B)(6) 2024- are you aware of how many occurrences were experienced on each date provided? The occurrences happened a 16 hour period between these two dates, I am unable to tell you how many exactly for each date. It was as night shift was coming on, over the entire 12 hr night shift and then into day shift coming on.